Manufacturer narrative:
The reagent lot number and the expiration date were requested but not provided. The investigation is ongoing.

Event description:
The initial reporter received questionable creatinine results from some patient samples tested on the cobas 8000 c702 module. The reporter stated they would get questionable results sporadically. One example of discrepant results was provided: the initial result from the module was 4.20 mg/dl. The repeat results from another analyzer were 0.89 mg/dl and 0.86 mg/dl. The initial result was not reported outside the laboratory as it did not pass an internal validation.

Manufacturer narrative:
The field service engineer (fse) inspected the module and performed a series of troubleshooting actions. He particularly cleaned and adjusted the sample and reagent probes. The customer did not report any other issues after the service. The investigation determined that the service actions resolved the issue. The event's cause could not be determined.